Event description:
After never having an issue with the adhesive on my dexcom g6 sensors, last march, I very suddenly started to have severe skin reactions to every sensor I used. This would happen almost immediately, and every suggestion dexcom gave me would not prevent the reaction from occurring. I tried the recommended tape barrier, I tried using IV prep, I tried using allergy spray on my skin. I reported this to dexcom, who couldn't do much besides point me to the webpage with recommendations for sensitive skin, which I had already tried and had not helped. FDA safety report ID# (B)(4).